Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead looped and dislodged into the tricuspid valve. The lead was repositioned.